Manufacturer narrative:
(B)(4). The insulin pump had a cracked case at battery tube side, cracked battery tube threads, cracked case at the corner of the belt clip rail, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, damaged (scratched) display window cover, scratched case and a pillowing keypad overlay. Unable to perform the displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer¿s blood glucose level was unknown. The customer stated that long crack beginning from the top of the pump , all along the length of battery tube. The insulin pump will be returned for analysis.